Event description:
Spontaneous. Patient's father reported during the previous couple of infusions, an alarm would go off and registered nurse would have to clear, only to have alarm sound off again. Infusion was able to be completed and there were no negative outcomes due to the malfunctioning pump. Pt was able to complete infusion (no missed dose), no clinical harm (no adverse event) came to pt due to malfunctioning pump, pump is available for investigation, and will be exchanged for a new one. No further information. Indication: dennatopolymyositis, unspecified, organ involvement unspecified. Reported to cvs/caremark by: patient/caregiver.